Event description:
It was reported that sometime post a chronic catheter placement in the cervical region and right hemithorax, the guidewire was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported guidewire damage issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire was returned for evaluation. Visual, microscopic and dimensional evaluations were performed. Uncoiling and stretching was noted throughout the guidewire. The flat core wire was noted within the uncoiled portion of the guidewire and a granular termination was noted on the core wire. The round core wire was inadvertently protruded from within the distal coiled portion of the guidewire. Therefore, the investigation is confirmed for the reported guidewire damage and identified stretched, fracture and material separation issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: b5, h6 (method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes during a chronic catheter placement in the cervical region and right hemithorax, the guidewire was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement in the cervical region and right hemithorax, the guidewire was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.